Event description:
It was reported the patient's ipg site would not heal properly. The doctor applied steri-strips to help with wound closure, but over time the wound remained to heal improperly. As a result, the patient was referred to a plastic surgeon whom re-closed the wound. The plastic surgeon and the patient's doctor allegedly determined the wound has healed properly. The patient will undergo a follow-up visit on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.